Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) stated a supply bag had fallen and became disconnected to cause the alarm to occur. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon opened a trocar and used a 5 mm instrument when a massive leak of air (co2) occurred. The surgeon opened new trocars. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer, it was found no additional information was available regarding the event. The patient was able to resume therapy successfully and was doing well. No sample was available and the lot number was unknown. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 2 of 4. The caregiver (cg) stated a supply bag had fallen and became disconnected to cause the alarm to occur. The cg was advised to contact the registered nurse and the cg would start over with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.